Event description:
It was reported that a surgeon used orbital plate, straight plate and floor plate. Patient developed an edema around the iris 2 or 3 days post-op. No further information is provided.

Manufacturer narrative:
Device was used for treatment. Exact part number could not be identified. Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.